Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device was not returned. Further investigation not possible without device. Event included in monitoring systems.

Event description:
It was reported during the implant procedure that the helix was fixated on the first approach. When the physician tried the change of the fixation position, the helix was unable to be advanced. The lead was replaced. No patient complications have been reported as a result of this event.